Event description:
Customer reported that their freestyle libre sensor applicator "exploded". Customer further reported that, "after removing sensor applicator away from arm it exploded, customer was not hurt only a little bleeding. Customer didn't notice any damage to the kit". There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre sensor was reviewed, and the DHR showed the libre sensor passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre sensor applicator "exploded". Customer further reported that, "after removing sensor applicator away from arm, it exploded, customer was not hurt only a little bleeding. Customer didn't notice any damage to the kit". There was no report of death, serious injury, or mistreatment associated with this event.